Manufacturer narrative:
On april 27, 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally a tear within the siltex cracking measuring approximately 1.0 cm was noted. It is possible the siltex cracking / rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The implantation date has been updated to (B)(6) 1998. It was reported that the implantation occurred during the year of 1998 and no specific date was provided. Additionally, the procedure was a breast augmentation revision. The patient had also developed a left-sided infection that resolved on its own via antibiotics. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with unspecified mentor gel breast implants and experienced postoperative left-sided rupture and bilateral capsular contracture (baker grade IV on the left side; baker grade ii on the right side). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent a bilateral explantation on (B)(6) 2019 and replaced with 350cc mentor memorygel breast implants (catalog number 3503501bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient's left-sided device.